Event description:
With the pt having a CT performed a bolt or weld broke loose in the gantry. As the test progressed the cooling unit -on the gantry- loosened up causing a collison with the gantry motor and power supply. The cooling unit bent the mounting bracket and was torn off, the motor burned out, the power supply was smashed, the entire gantry was shifted about half inch to the right, the x-ray tube was impacted and broken leading to the leaking of oil, and possibly more unseen damage.